Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the image of the videoscope was not displayed on the screen. The issue occurred during preoperative inspection prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the probable cause of event was that irregular load had been applied to the bending section, leading to the subject event. Another possibility is that, since scratches were observed on the video connector, external stress such as bumping had been applied during handling of the device, causing irregular load applied to the inner circuit board. As a result, the circuit board was broken. However, the cause of irregularities was unable to be specified. However, the root cause could not identified. The following is included in the instructions for use (IFU): instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.